Event description:
As stated by the customer (B)(6) 2012: the caregiver was lowering resident in lift when it tipped back and fell against caregiver. The caregiver steadied the lift and the pt slowly lowered to floor. Pt was not injured. No add'l info was given or available until they can get in touch with the care taker involved who has left on maternity leave - caregiver is 6 or 7 months pregnant.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.